Manufacturer narrative:
(B)(4). Batch # unk. Additional information: no additional issues were experienced and no apparent patient issues arose from the piece of green material. In speaking with both the surgeon and the surgical tech present during the case, the piece of green material appeared to be from the gst60g reload and it was very small. The piece of material was near the proximal end of the reload and on the stomach specimen side of the endocutter.

Event description:
It was reported that during a sleeve gastrectomy procedure, after the completion of the first firing of a green reload using the powered device, the surgeon noticed a very small piece of green material on the patient's stomach near the proximal end of the cartridge. The surgeon also noticed that the reload seemed to "stick" a bit to the tissue when he removed it from the tissue after firing. The surgeon removed the device and then was able to successfully remove the small piece of green material from the patient with a laparoscopic grasper. The surgeon completed the remainder of the case using the same device and additional reloads. The surgeon did not notice any additional pieces of material on any subsequent firings. Another like device was used to complete the procedure. There were no adverse consequences for the patient.